Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During the load cartridge step the pump exhibited loss of cartridge detection. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During the load cartridge step the pump exhibited loss of cartridge detection. Unrelated to the event the battery compartment was found to be cracked, the keypad was found to be damaged and the display was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4) - 2531779-03/24/2010-003-r.